Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a 'system error, out of service, revert to manual CPR' error message". No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform sn: (B)(6) displayed system error, out of service, revert to manual CPR' upon powering on" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the failed processor board, likely attributed to the aging of the device. The autopulse platform, manufactured in june 2009, is almost 15 years old and has exceeded its expected serviceable life of five years, with the processor board last replaced in january 2013. During visual inspection of the returned platform, it was noted a cracked front enclosure and a damaged belt clip retainer. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. A review of the archive data did not show the presence of the system error, however, the ap vision software revealed a system error (latch error 203 - mailbox full), thus confirming the reported complaint. Also, the archive data showed the presence of the fault code 46 (software error) as a result of the failed processor board. Further review of the archive data, unrelated to the reported complaint, showed a presence of user advisory (ua) 02 (compression tracking error), (ua) 17 (max motor on time exceeded during active operation), (ua) 18 (max take-up revolutions exceeded), (ua) 45 (drive shaft not at home position), and (ua) 20 (position out of range) around the customer's reported event date. The errors were cleared by the customer and were not duplicated during the platform testing. In addition, unrelated to the reported complaint, the archive data showed fault code 27 (encoder fault (> 3000 rpm) as a result of the failed integrated encoder gearbox. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Advisory codes description and action, user advisory (ua) 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) is not resolved properly, it leads to (ua) 20 because the driveshaft is not restored at its "home" position. To clear a (ua) 20, return the driveshaft to its "home" position using the platform's administrative menu. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. Investigation revealed the root cause was the failed processor board. The processor board was replaced to remedy the error. Also, unrelated to the reported complaint, during further testing, the platform displayed the fault code 27 (encoder fault (> 3000 rpm). The failed integrated encoder gearbox was replaced to address the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn 30753. Ccr 11184, was reported on january 07, 2013, and the processor board was replaced.